Event description:
A patient contacted (B)(4) regarding assistance with needing to end therapy while using the homechoice (hc) during the initial drain. (B)(4) had the patient end therapy and start over with new supplies as the patient explained there was air in the patient line. Product surveillance contacted the patient who explained that nothing was noticed with the supplies and they were discarded. The patient did not have the lot information and a companion sample was not available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the patient line. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.